Event description:
The device was returned for a set ID failure. The device was not able to pass testing as the set ID and bubble detector was always giving an erroneous air in line warning. The device was internally investigated, and no physical damage could be identified.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: - no patient reported incident. - issue: constant air in line alert (used multiple cassettes). - incident occurred: unknown. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.